Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection identified a detached downstream occlusion seal (dso) and air detector. The dso seal and air detector will be replaced. The device motor had than 12 million revolutions. The engine will be replaced as a precaution.

Event description:
The customer returned product for motor maintenance, during physical inspection it was found that the downstream occlusion (dso) seal was detached. There was no patient involvement.